Event description:
Pt implanted 5/14/1998 into upper vermilion borders and nasolabial folds. Onset of implant extrusion and infection in perioral area. Intervention with keflex and kenalog. Revision 7/8/1998 and explantation on 7/10/1998.